Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed with no issues noted. Functional testing was performed and revealed a leak from the spike port cap. The reported problem was verified. The cause of the condition was determined to be inadequate or lack of cyclohexanone applied to the spike port cap when it was inserted to the spike port tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the spike port. This was noticed prior to use. There is no patient involvement. No additional information is available.